Event description:
Rn entered pt's room to find pt diaphoretic, tachypneic, and confused. Pt was in uncontrolled fib. Pt had been receiving antiarrhythmic medication through cordis line but rn found that the rymed endcap was broken and antiarrhythmic medication was leaking into the pt's bed. The pt experienced a ventricular rhythm and respiratory distress, requiring CPR and a code blue to be called. The pt may have experienced an air embolism due to the pt's cordis being uncapped and open to air. This event happened in the early morning, by the afternoon the pt was extubated and stable. We have had numerous incidents regarding the rymed endcaps breaking, dating back to (B)(6) of 2014. At which time the MFR took multiple actions to address the issue. We went months without an event; however in the last 3 weeks we have had a total of 3 incidents where the rymed endcap was found to be broken. This event is the most significant r/t harm to the pt. We have notified the MFR and are trialing a new product with baxter. Rymed technologies, llc, mi 49686, USA.